Event description:
It was reported that while the patient was on vacation one of the system controller connector pins was broken and stuck in the connector of the mobile power unit (mpu). The patient intended on exchanging their mpu and system controller for the missing pin.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin from a system controller being stuck in the black power cable connector on the mobile power unit (mpu) (serial number: (B)(6)) was confirmed. A photo was submitted for review which showed a broken pin lodged in the black power cable connector of the mpu. The mpu was returned to the european distribution center (edc) for analysis. Visual inspection revealed a broken pin from the system controller power cable lodged in the black power cable connector of the mpu patient cable. The returned mpu was evaluated at the edc alongside known working test equipment. The system booted up as intended. Due to the observed broken pin lodged in the black connector of the patient cable, functional testing was unable to be performed as the black connector lead being unable to connect to a system controller. The patient cable was replaced. Preventive maintenance and functional testing were then performed. The serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for heartmate mobile power unit (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. B and the heartmate 3 patient handbook, rev. B are currently available. The heartmate 3 patient handbook, section 6 ¿equipment maintenance¿, and heartmate 3 IFU, section 8 ¿equipment storage and care¿, explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook, section c ¿safety checklists¿, and heartmate 3 IFU section, e ¿safety checklists¿, provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.